Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that out of range issues occurred between the transmitter and pump for unknown amount of time, with no continuous glucose monitor (cgm) sensor readings. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.